Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-724a-1227: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch mark, and partially erased red octagonal sign, and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Information further reported: first failed fiber: joules used: (B)(4) and time expended: 35:30 mins. Second failed fiber: joules used: (B)(4) and time expended: 15 mins. Third failed fiber: joules used: (B)(4). The fiber tips (caps) of all four fibers were not cleaned during the procedure.

Event description:
It was reported during prostate procedure; four fibers failed due to "end- firing" issue. The procedure was completed using fifth fiber. Patient outcome: "ok" reported. No injury to patient was reported. This event is for fourth failed fiber.